Event description:
It was reported to fresenius that the pump head of an xlung kit 230 started making an abnormal sound three days after a patient was put on extracorporeal membrane oxygenation (ECMO) support. There were no visible air bubbles within the circuit, and no clots were noted. There was no evidence to suggest that the event resulted in any serious patient injury or harm. The event resulted in blood loss of approximately 500 ml or less. The sample was not available to be returned for evaluation. However, supporting photos and videos were provided for review. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not available for evaluation. It is highly unlikely to detect a failure in a retention sample, since the noise occurred three days after the start of treatment. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were three quality events listed in the release certificate for the batch, but none of them were related to the reported problem. The bearing of the pump head rotor might have been damaged during application (e.g. Due to pump head thrombosis or air intake). However, since a physical evaluation could not be performed, a definitive cause for the reported noise could not be established.

Event description:
Additional information was provided upon follow-up. There were no console alarms that occurred, and there were no leaks. It was confirmed that all connections were secure; this was checked prior to initiating ECMO support. ECMO support was continued after the kit was exchanged with another device (not an xlung kit 230). The blood loss was due to the replacement of the xlung kit. It was confirmed that the reported event did not result in any serious patient injury or harm, or the need for medical intervention. No sample was available to be returned for evaluation as it was reportedly discarded.

Event description:
Additional information was provided upon follow-up. There were no console alarms that occurred, and there were no leaks. It was confirmed that all connections were secure; this was checked prior to initiating ECMO support. ECMO support was continued after the kit was exchanged with another device (not an xlung kit 230). The blood loss was due to the replacement of the xlung kit. It was confirmed that the reported event did not result in any serious patient injury or harm, or the need for medical intervention. No sample was available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.